Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet contacted support to question the insulin delivered for breakfast and expressed concern about potential hypoglycemia; device data showed a breakfast announcement in the early afternoon with a total of 11.4 units delivered, and subsequent glucose rose from approximately 170 mg/dl with an upward trend to 233 mg/dl steady, with the patient denying symptoms and later reporting glucose around 190 before going to bed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the patient, data synchronization and review of device logs and algorithm history, and analysis of information provided by the user. Investigation of this case revealed an adverse event without an identified device or use problem and no device problem found, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.